Event description:
I was using a dexcom g7 continuous glucose monitor. The device failed to deploy correctly. The filament that should have gone into my arm did not, and so the device did not pair correctly. There was no information about this kind of failure in the provided materials, so I was unsure at first what had gone wrong. I feared the filament had remained in my arm when the device was removed. Luckily, I could find the information I needed on various reddit forums, but that's not ideal. I needed to call and order a replacement from dexcom. Their online form failed, so I had to call them by phone. They provided a replacement, but it will take 5-7 business days. Luckily I am not currently using this device to inform medication decisions, but that would be a long time to wait if I were.